Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported an intermate in which the top cap broke off of the device. This condition occurred when the product was brought into the clean room. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the fill port cap was loose/separated from the device. The root cause of this was determined to be a manufacturing defect. Separated condition is due to operator oversight during the assembly process. Awareness training was performed on 1/11/2012 to address the issue. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.